Event description:
It was reported that during a clinic visit, this pacemaker system was observed to exhibit pacing inhibition due to oversensing on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the provided egm and determined there to be ventricular oversensing that appears to lead to under pacing leading to a pause for less than two seconds. Ts discussed possible programming optimization options and recommended for the patient to be brought into the clinic for further evaluation. Subsequently, at a follow up visit, the pacemaker system was evaluated by the physician. The physician was unable to duplicate the pacing inhibition, and the system appears to be operating as expected with nominal and stable values. At this time, the physician will continue to monitor. This pacemaker and rv lead remain in service. No adverse patient effects were reported.